Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found probe wash nozzle position 9 on the wash up down to be clogged. The cse removed the clog and flushed the system with bleach. Quality controls were then in range. The cause of the discordant, falsely elevated glucose result is a clogged wash up down probe wash nozzle. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose result was obtained on one patient sample on an advia 1800 instrument. The expected result was obtained on initial run. The discordant result was obtained upon rerun on the same instrument and was reported to the physician(s), who questioned it. The patient sample was repeated again on the same instrument and resulted as expected, and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.